Event description:
It was reported that this patient has low impedance on the high voltage portion of the right ventricular (rv) lead. The physician performed diagnostic testing and will have the patient transmit device information weekly to continue checking the lead integrity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
Product event summary: additional performance data collected from the device was received and analyzed. The device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. The rv can on and svc defibrillation impedance is steady at ~50 ohms through (B)(4) 2013, drops intermittently less than 10 ohms between (B)(4) 2103 to (B)(4) 2014.

Event description:
It was further reported that the right ventricular (rv) lead triggered a low impedance warning indicating a lead insulation breach near the device. The electrogram showed noise on the far field. The lead was partially explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Analysis of the device memory also indicated a lead impedance out of range alert and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. An out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2013 and(B)(4) 2014. Minimum svc defibrillation and defibrillation active can impedances drop to less than 20 ohms the weeks ending (B)(4) 2013 and (B)(4) 2014.